Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a no external power event. During this time, the controller's internal battery provided power to the pump as designed and there were no interruptions to lvad support. No further information was provided.

Manufacturer narrative:
Additional information. Corrected data. Serial number not provided. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed a no external power event on (B)(6) 2018. The submitted log file captured one transient no external power and associated low voltage hazard alarm. The associated voltage values indicate that the system controller power cables were disconnected from the power module during this event. The system controller's backup battery appeared to properly supply power to the pump during the no external power event, and the pump appeared to have functioned as intended above the low speed limit throughout the duration of the data. Heartmate ii lvas instructions for use and patient handbook includes a section ¿alarms and troubleshooting¿ which describes all alarms (visual and audible), including the no external power alarm, and what action should be performed when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis showed the no external power event occurred while the device was connected to the power module and not the mpu. No additional information was provided.